Event description:
It was reported that the 9900 system made a popping noise from the x-ray tube. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The x-ray tube was replaced, the filament was calibrated, and the beam was aligned during the svc call. The system was tested and found to be working as intended, and put back into service. (B) (4).